Event description:
It was reported, during the (B)(6) 2024 ipg replacement (related manufacturer reference number: 3006705815-2024-06951) one of the leads had high impedances on every contact when placed into the new ipg's header. As a result, the lead was explanted and replaced to address the issue. It is undetermined which lead had high impedances.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000101330. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.